Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error, as well as another error, and that insulin was "squirting" out during the manual prime process. The blood glucose reading was unknown. The customer noted that the insulin pump squirted insulin out before it prompted to prime the tubing. Advised replacement of the insulin pump. The most recent blood glucose reading was 200 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. However, unable to prime insulin pump during prime test due to faulty force sensor. The insulin pump was received with minor scratches on lcd window, broken belt clip slot and cracked battery tube threads.